Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter was found to have a sticky button. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter has been returned to lfs for evaluation. However, evaluation of the product has not yet been completed, therefore, no conclusions can be drawn at this time. When evaluation of the product is completed, lfs will sent a supplemental report.